Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) reload was received with the one piece detached. The one piece sled was inserted manually and the reload was tested for functionality with a test device. The device achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the pan was completely attached to the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before a sigmoid colectomy procedure, it was noticed that the plastic sled was coming off of the reload. The reload was passed off of the field. Another device was used to complete the procedure. There were no adverse consequences for the patient.